Event description:
It was reported that a (B) (4) handheld computer's screen was freezing. Resetting the device only resolved the issue for a "limited amount of time." It was also reported that the screen would only display the battery charging message and never the pc power remaining. Good faith attempts for additional info have been unsuccessful to date. A new handheld was sent to the site, and the old handheld has been returned to the MFR for analysis.